Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we have been having an issue with our ez-io drill g3 serial # (B)(4). The battery light indicator is green and appears to have adequate power when the trigger is squeezed, however when it meets resistance (bone) it stops working. Based on serial# unit was manufactured in 2009.

Event description:
The report states: we have been having an issue with our ez-io drill g3 serial # (B)(6) . The battery light indicator is green and appears to have adequate power when the trigger is squeezed, however when it meets resistance (bone) it stops working. Based on serial# unit was manufactured in 2009.

Manufacturer narrative:
(B)(4). The DHR file is not available for review. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2009 and is approximately 11 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
The report states: we have been having an issue with our ez-io drill g3 serial # (B)(6).the battery light indicator is green and appears to have adequate power when the trigger is squeezed, however when it meets resistance (bone) it stops working. Based on serial# unit was manufactured in 2009.

Manufacturer narrative:
Qn# (B)(4). The DHR file is not available for review. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.47 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the medium sawbone phase of testing with a complete stall on the first attempt at 4.47 seconds. No further testing was attempted. The complaint has been confirmed. The driver was opened to test and record operating characteristics. Battery voltage measured as 14.98 dc volts (voltmeter: ref-002629) without being activated. Battery voltage measured as 10.5 dc volts (voltmeter: ref-002629) when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was not able to be read or parsed because the chip in the driver was a f12 series which are not able to be read. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2009 and is approximately 11 years old. The customer's complaint was confirmed the reason the driver lost power was due to battery depletion. No other corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.